Event description:
It was reported that during a changeout of an implantable pulse generator (ipg) that had reached elective replacement indicator (eri), it was found that the patient not longer had pacing capture. The right ventricular (rv) lead was also found to have high impedance. The rv lead was connected to the new device and showed good capture and impedance. The loss of capture was likely due to a connection problem between the ipg and rv lead or due to device malfunction. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).